Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not recognize therapy electrodes) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt receptacle pulse 1 pin was bent. The root cause for the damaged connector was excessive force. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to recognize the therapy electrodes of the electrode belt.